Event description:
A duracon tibial baseplate and insert was being revised due to loosening of the baseplate within the cement mantle. There was no infection reported. The femoral component was well fixed and not revised. On inspection, the tibial insert showed uniform pitting on the superior surface which was of concern to the surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00795.